Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The high blood glucose level of the customer was 21.6 mmol/l. The current blood glucose level of the customer was 24.5 mmol/l. The customer was feeling a bit bad due to hyperglycemia. Customer did not allege that the insulin pump was under delivering. The customer was treated with manual injections for hyperglycemia. Customer declined to check settings of insulin pump for high blood glucose levels. The device will not return for analysis.